Event description:
It was reported that a patient has had 7 surgeries. It was stated that the surgeries had "taken away everything" from the patient. It was noted that "the unit" was not doing all the it should. It was stated that the patient had a different device implanted too, and it was unclear if the all of the surgeries were related to that, or the stimulator, or something else entirely. It was not clear what "taken away everything" meant. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).